Event description:
It was reported (B) (4) that an incident of fluid compartment syndrome occurred during a knee arthroscopy. The patient suffered from extracapsular fluid infiltration to the thigh compartment, groin, and abdomen. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up information was provided that after initial set-up, the pump set pressure port connector was removed from its socket and reinstalled at the beginning of the case. During the case, seven 3-liter bags were used which was about twice the volume used for similar cases. The extra-capsular fluid was discovered at the time the drapes were removed at the end of the case. The surgeon provided additional information that when the swelling was discovered, a vascular surgeon was consulted and an angiogram was performed. The swelling did resolve spontaneously with gravity/positioning. The patient was kept overnight after the procedure as a precaution; there was no treatment required or complication related to the swelling. The patient has since been seen for follow-up and is doing fine. The surgeon reported as far as could be determined, there was nothing in the patient's medical history that would have caused this; the surgeon has no idea what caused the event. It was reported by the facility that the pump was sent (by the facility) to an independent lab for testing. The conclusion of the test report stated the pump is operating according to specifications, the removal and reinstallation of the set's pressure sensing connector at the start of the case could have limited the maximum of the pump's pressure range, and the pump's sensed-pressure display by design displays pressure values approximately one half of the actual joint space pressure. Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. The pump was tested with a new tubing set and the complainant's event could not be recreated; the pump functioned according to specifications. The pump was tested per protocol in an over-pressure setting and was observed to display an "over pressure" alarm. No leak was present in the pump. The pump was regulating pressures correctly; no issues were found. Device history record revealed nothing relevant to this event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. Based on the information provided and device evaluation, the most likely cause(s) of this event is improper setup of the pump/tubing or disconnecting/reconnecting the tube set. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.